Event description:
A (B)(6) male was admitted for elective aortic valve replacement on (B)(6) 2012 to (B)(6) hospital. There were no complications during the procedure; however, in recovery staff noticed that there was a waffle like pattern on the pt's back that was thought to be caused by the warming blanket used during surgery. Burn location was pt's upper back and burn pattern is consistent with the pattern waffling on the medichoice heating blanket. No blisters or drainage noted. Surgical administrative director notified and bio med notified. In addition, manager of materials management notified. It was learned that we recently switched vendors and surgery staff are now using this product. Note is taken this is the second incident of a similar nature noted with the use of this newly acquired product. Use of said product ceased after this event and search commenced to obtain different product. Event abated after use stopped: yes.